Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed and was unable to recover the storage space. A field service engineer (fse) found that a piece of medication was blocking the sensor. The fse removed the medication and restarted the station. After the restart, the customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to recover storage space. Customer tried restarting and rebooting the device, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.